Event description:
It was reported that outside the or the tips of two capri height expansion drivers looked worn. The reported event was noted during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report captures the second height expansion driver.

Manufacturer narrative:
A visual inspection was performed and inspection confirmed the driver tips to be worn as reported by the customer. All driver teeth deformed in a groove-like manner from repeated rotation and abrasion about the driver tip, relatively uniform degree of deformation across all driver teeth and deformation located where screw makes contact with driver when engaged. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records for reviewed for this lot number, similar complaints were identified. The observed deformation and age of the device (6 years) indicate the failure was likely caused by normal wear.

Event description:
It was reported that outside the or the tips of two capri height expansion drivers looked worn. The reported event was noted during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported. This report captures the second height expansion driver.